Event description:
Linvatec 90 degree ultrablator used in shoulder arthroscopy for coagulation and cutting of tissue had a circular insulation band at tip that dislodged from unit to become free floating in the shoulder. This was then retrieved using x-ray.